Event description:
It was reported that during the thrombus recovery procedure for mca lesions, the physician used subject access catheter and microcatheter to successfully deliver a stent retriever. However, the blood clots remained, the physician used a reperfusion catheter in combination with a microcatheter to access the treating site but could not cross the region. Therefore, both devices were withdrawn. The physician then reattempted to approach the aneurysm by combining the two catheters but was unsuccessful. The physician gave up treatment and it was reported that the procedure was not completed successfully. The subject catheter fragments were noted in the peripheral area in the postoperative CT imaging. The location of catheter fragments are unknown for the specific position. No further information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated, h3 summary attached - updated, d4 expiration date - added, d10/h3 product available to stryker ¿ updated, d10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter was seen to be visually intact during the functional inspection, a patency mandrel was advanced and no friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be intact. There were no anomalies noted to the device and therefore the as reported un-retrieved device fragments and catheter damaged will not be confirmed. The as reported device difficulty engaging target vessel will be confirmed based on the event description and will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
This is 3 of 3 report : the device is not available to the manufacturer.

Event description:
It was reported that during the thrombus recovery procedure for mca lesions, the physician used subject access catheter and microcatheter to successfully deliver a stent retriever. However, the blood clots remained, the physician used a reperfusion catheter in combination with a microcatheter to access the treating site but could not cross the region. Therefore, both devices were withdrawn. The physician then reattempted to approach the aneurysm by combining the two catheters but was unsuccessful. The physician gave up treatment and it was reported that the procedure was not completed successfully. The subject catheter fragments were noted in the peripheral area in the postoperative CT imaging. The location of catheter fragments are unknown for the specific position. No further information is available.